Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -7.5/+1.0/044 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports refractive surprise. Reportedly the lens remains implanted. The cause of the event is reported as unknown. The reporter states that there was planned monovision for the left eye however the result was emmetropia.

Manufacturer narrative:
Lens was exchanged on (B)(6) 2020 for a same model/length lens and problem was resolved. Reporter states "patient is happy". Patient code 3191: secondary surgical intervention- lens exchange. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a lens case/vial. Visual inspection found the haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).